Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
User states the bed is falling apart, the rails are falling off. The bed is missing several bolts user states that there are bolts missing from the bed, not exactly sure which ones.